Event description:
It was reported that during intra-aortic balloon (iab) therapy, the assisted systolic and diastolic pressures were not being displayed whenever the patient's heartrate increased. However the arterial pressure tracing would still be displayed. After the patient was cardioverted, the pressures appeared on the monitor. This issue did not happen again. When visited by the getinge representative, the customer explained they had no issues with the iab catheter or intra-aortic balloon pump (iabp) and both were performing as expected. There was no patient harm or adverse event reported. This report is for the iab used. A separate report will be submitted for the cardiosave iabp.

Manufacturer narrative:
Initial reporter occupation - administrator/supervisor / rn. Additional initial reporter information - (B)(6) rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the assisted systolic and diastolic pressures were not being displayed whenever the patient's heartrate increased. However the arterial pressure tracing would still be displayed. After the patient was cardioverted, the pressures appeared on the monitor. This issue did not happen again. When visited by the getinge representative, the customer explained they had no issues with the iab catheter or intra-aortic balloon pump (iabp) and both were performing as expected. There was no patient harm or adverse event reported. This report is for the iab used. A separate report has been submitted for the cardiosave iabp under mfg report number: 2249723-2022-01666.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).